Event description:
Consultant was advised by the surgeon that a patient who was implanted on an unknown date with trochanteric fixation nail had been scheduled for removal and revision of the hardware in (B)(6) 2013 due to non-union. Patient failed to report for the scheduled revision surgery in (B)(6), as well as several subsequent appointments. On a recent unknown date, the patient returned to the surgeon complaining of pain. Examination revealed the tfn nail was broken at the location of the previously identified non-union.

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Implanted approximately 2012. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is 1 of 1 report for compliant (B)(4).